Event description:
It was reported that during a resuscitation, the autopulse platform displayed a "system error, out of service" message after a couple of compressions. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 01/28/2015 for further investigation. Investigation results as follows: visual inspection of the returned platform was performed and no physical damages were noted. The platform was unable to undergo initial functional testing as it exhibited a "system error" (error code 139 - unable to hold compression position) message upon power on. Further investigation found that the drive train motor brake gap was out of specification (at 0.011") and could not be adjusted back to the specification of 0.008". Furthermore, both of the set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. A review of the platform's archive data was performed and found that error code 139 occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Based on the investigation, the part identified for replacement was the drive train assembly. However, the customer declined the repair. In summary, the customer's reported complaint of the platform exhibiting a "system error" message was confirmed through both review of the platform's archive data and upon initial functional testing. The root cause of the error message was determined to be the drive train motor brake gap, which was out of specification and could not be readjusted back to specification. The drive train assembly was identified for replacement; however, the customer declined repair of the autopulse.